Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. . Section e1 - telephone number: (B)(6). Device evaluation: the complaint smartload device was received on the smartload tray. The original folding carton was also received. A visual inspection under magnification revealed that the smartload was received with viscoelastic residue distributed throughout the cartridge and on the lens module. The cartridge tip was torn. No issues were identified with the lens module and device assembly. The complaint issue "cartridge crack" was not identified during product evaluation. The observed "cartridge tip cracked/damaged" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during the implantation of a monofocal preloaded intraocular lens (iol), the cartridge tore at the moment of insertion. Through product investigation visual inspection showed that the tip of the cartridge was damaged. No further information was provided.